Event description:
It was reported there was spline bunching and spline inversions on a catheter. When the catheter was deployed a second time there were inverted splines. The catheter was withdrawn out of the body and manually corrected; however, when the catheter was deployed inside the body for a third time there were still inverted splines. The catheter was replaced and the procedure was successfully completed. No patient complications were reported as a result of the event. It was noted that the patient appeared to have torturous anatomy and "more than one non-boston scientific sheath came out of the groin kinked" during the access process. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5158886, mw5158888.